Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient had a spatz3 balloon implanted in (B)(6) 2024 by (B)(6) and underwent an upward adjustment to 700 ml in (B)(6) 2024 at the same clinic by the same doctor. Following the adjustment, the patient experienced significant pain in (B)(6) 2024. During removal (removal facility unknown), it was discovered that unexpectedly large amounts of air were present in the balloon, a condition known as hyperinflation. The balloon was removed.